Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. It was noted that the noise was able to be reproduced with isometrics. High out of range pacing impedance measurements for the ra lead. A revision procedure was performed where the ra lead was surgically abandoned and the crt-d was explanted. Both products were successfully replaced and no adverse patient effects were reported. No additional adverse patient effects were reported.